Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the returned portion of driveline from heartmate ii left ventricular assist system (lvas), serial number (B)(6), confirmed wire damage that would have contributed to the pump stoppage and low speed events captured in the submitted log file. The submitted log file captured low speed and pump stoppage events on (B)(6) 2021 and (B)(6) 2021 with associated low speed advisory/hazard and low flow hazard alarms. The associated voltage levels indicated that the low speed and pump stoppage events occurred when the system was powered by a mobile power unit. Based on past experience with the heart mate ii lvas and similar reported events, the log file data appears consistent with a driveline issue. A distal end driveline replacement was performed by a tech services representative on (B)(6) 2021 on work order (B)(4). Approximately 19.5¿ of the external portion/distal end of the driveline was returned, and no areas of damage to the underlying wires that could have contributed to an electrical issue were found. The account reported that the patient was asymptomatic during the pump stop events. Additionally, the account later reported that the patient underwent a pump exchange on (B)(6) 2021 due to suspected driveline damage. (B)(6) was returned with the driveline cut approximately 3 inches from the pump housing. The severed portion, measuring approximately 34 inches, was returned, and included a replacement section that was installed on (B)(6) 2021. All parts of the sealed inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were not returned. The outflow graft, outflow graft bend relief, and bend relief collar were not returned. The outlet elbow was returned attached to the pump. Examination of the blood-contacting surfaces found no adhered depositions or thrombus formations. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The layers were removed, and microscopic examination of the underlying wires revealed breaches in the insulation of the orange, black, green, and yellow wires on the distal driveline segment, approximately 8-8.5 inches from the pump body. The observed wire damage appeared to be the result of repetitive flexing. For all segments of returned driveline, the remaining wires were submerged in a saline bath solution for high potential testing to further verify the integrity of each wire's insulation. This test did not reveal any additional insulation breaches. If the exposed conductors of the any wire contacted the metal braided shield while the patient was operating on a grounded power source, a short to shield would have resulted, causing the low speed operation and pump stoppages observed within the submitted log file. If the exposed conductors of wires of different phases contacted each other, or simultaneous contact with the metal braided shield, while the patient was operating on an ungrounded power supply, a phase to phase short would have resulted. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii (hmii) lvas instructions for use (IFU), rev. C, and the heartmate ii patient handbook, rev. C, are currently available. Section 2 of the hmii IFU explains the potential causes, evidence, and signs of driveline damage. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient's log files were sent in for review. Upon review, technical services found multiple pump stops while connected to the mobile power unit (mpu). The pump stop events occurred on (B)(6) 2021, (B)(6) 2021, and (B)(6) 2021, while the patient was at home and asymptomatic. It was suggested that these occurred due to an intermittent short to shield situation. It was suggested that the patient be connected to battery power until further investigation. X-rays were requested in order to locate where the compromise in the lead was. The results from the x-rays did not show an obvious areas of shield compromise. On (B)(6) 2021 a repair was done of the driveline, in which upon visual inspection 8 inches of rescue tape was seen in the center of the distal end. The driveline was opened 4 inches from the exit site. The green, brown, and orange wires were spliced and the patient was switched to a new lead without issues. An ungrounded patient cable was given to the patient at this time. Log files submitted after the repair found no unusual events. It was also reported that the patient underwent a heartmate ii (hmii) to hmii pump exchange on (B)(6) 2021 due to the driveline short to shield issues.